Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the battery gauge was fluctuating and that the battery was depleting quickly. Pump data was not updated for review despite tandem technical support requests, therefore, battery depletion issues could not be confirmed. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.